Event description:
The customer stated that he tested his blood glucose and received readings of 16.5 and 19.8. It was verified the meter was set in mmol/l. The customer did not allege any adverse events as a result of the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.